Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, diffused, calcified and 99% stenotic mid right coronary artery. The physician first predilated the lesion with a 2.0mm balloon, then deployed two non-bsc stents, overlapping the first deployed stent with the second stent. Then the physician advanced the 4.0x30mm maverick2 balloon to the stents to post dilate encountering slight resistance. After the balloon crossed the lesion, the physician inflated the balloon, but the balloon failed to inflate over 10atms and "was found to be ruptured". There were no pt complications. The procedure was successfully completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of this defect is due to a design constraint of the product. A CAPA has been initiated to address this issue.